Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in australia that during a shoulder repair procedure on (B)(6) 2022, it was observed that the 5.5mm healix advance sp peek anchor device cracked not only around the top but right up the length of the anchor when it was pulled back after the initial malleting and tensioning of the sutures. Fragments were generated but removed. It was unknown how the procedure was completed without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Upon visual inspection, it was determined that only the anchor was returned for analysis. It could be observed the anchor was cracked and broken in two pieces. A manufacturing record evaluation was performed for the finished device lot number: 7l47792, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the device received for analysis, this complaint can be confirmed. The broken anchor can be attributed to procedural variables, such handling of the device or product interaction during procedure. A possible root cause could be an axial misalignment or bending force was applied to the tip of the device during procedure. It could be related to the anchor either broke when malleting to the first thread, a combination of cracking after malleting to first thread and then tensioning may cause the broken anchor. However, it cannot be conclusively affirmed. As per IFU, improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.